Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The clinic reported exposed and frayed wires of the hospital system signal acquisition cord. No patient was involved and no adverse consequences were reported. Pending update on hospital system replacement.